Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-28mm x 4.5-3.0mm, eccentric target lesion was located in the moderately tortuous distal to mid right coronary artery (rca). A 16x4.50 omega¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination revealed that there were four (4) rows of the stent struts that were stretched, flared, bent, and overlapping. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the distal tip and markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-28mm x 4.5-3.0mm, eccentric target lesion was located in the moderately tortuous distal to mid right coronary artery (rca). A 16x4.50 omega stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.